Manufacturer narrative:
Review of data logs confirmed the comment that the programmer application crashed and that a diagnostic message was displayed. Analysis of mobile application logs indicated that the pacing system analyzer application crashed, the implantable device application crashed and there was a mobile device operating system issue. This complaint was confirmed based on log files. The most likely root cause was traced to a known inherent risk of the device. These issues were attributed to two existing formal investigations involving an application crash in the analyzer when the user presses impedance button multiple times and an application crash when navigating away from date screen in certain software versions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure while the leads where implanted and connected to the pacing system analyzer (psa) of the programmer, the refresh symbol for the impedance was tapped and the system did not respond. The refresh symbol for impedance was tapped again however the clock icon appeared and the programmer application froze to a white screen displaying a diagnostic message "unexpected error occurred". The programmer application was closed. It was noted that the psa kept pacing during this time. The application was restarted and reconnected to the base and patient connector. The psa was started and it was confirmed that the system was pacing with the backup parameters. The impedance could then be correctly measured. It was noted that the wireless infidelity (wifi) was on during the procedure however it had not caused issues previously during other procedures. The programmer remains in use. No patient complications have been reported as a result of this event.